Event description:
It was reported that the 9900 system froze during a case. The system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep was not able to duplicate the problem.